Event description:
The account generated a discrepant architect ca 125 ii result on a patient specimen with the axsym ca 125. The account questions the increase in architect ca 125 ii values. The patient is a 25 year old female with ovarian carcinoma operation in 2006. The patient's architect ca 125 ii results have been 10 - 25 u/ml since 2007. In 2008, the patient underwent radiotherapy. The account stated further therapy will depend on the correct ca125 value. No impact to patient management was reported. Architect ca 125 ii data: 2008 = 19 u/ml; 2009 = 88.1 u/ml; a week later = 90.9 u/ml; new specimen = 83.7 u/ml; no clinical symptoms. Axsym ca 125 data: april 8, 2009 = <2 u/ml; new specimen = <2 u/ml; roche elecsys, new specimen = 4.62, 4.32 (no units of measurement provided).

Manufacturer narrative:
(B)(4). A review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. A review of historical data generated through other complaint investigations involving the causative agent was performed. The data provided evidence that the product was performing as intended. The investigation has determined that this assay is performing acceptably. Using a kit of the same reagent lot, 68652m100 stored at abbott's facility, the investigation team tested the abbott controls and three levels of architect ca 125 panels. The panels are made from defibrinated human plasma and each level has a known ca 125 concentration. All of the abbott controls and panels met the specifications. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. In addition to testing, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the account facility. The review of this data did not identify a trend that would suggest a problem with reagent lot 68652m100 or the architect ca 125 ii assay in general. Although we are unable to provide a specific reason for the result the customer obtained, the investigation team would like to provide information from the architect ca 125 ii package insert (version 016-622 5/07). This provides guidelines on how to utilize this assay when monitoring patients with ovarian cancer: like other diagnostic assays, the architect ca 125 ii assay has its limitations. The package insert, under the limitations of procedure section, states: "-for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the architect ca 125 ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status. Patients with confirmed ovarian carcinoma may have pretreatment ca 125 assay values in the same range as healthy individuals. Elevations in circulating oc 125 defined antigen may be observed in patients with nonmalignant disease. For these reasons, a ca 125 assay value, regardless of level, should not be interpreted as absolute evidence for the presence or absence of malignant disease. The ca 125 assay value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures. The architect ca 125 ii assay should not be used as a cancer screening test. Representative performance data are given in the expected values and specific performance characteristics sections. Results obtained in individual laboratories may vary." This is a final report.

Event description:
The lens was removed and replaced without complication due to the patient's report of halos, a known and labeled possible side effect of multifocal lens implant.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.